Event description:
It was reported that during uses of the bd nexiva¿ IV catheter needle septum leaked blood. The following information was provided by the initial reporter, translated from chinese to english: the end of the needle septum leaked blood after successful puncture.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 1102811, and no quality issues were found during production. Our quality engineer reviewed the provided photo and observed blood leakage at the end of the catheter hub. Based off the provided photo the engineer was able to verify the reported defect. During manufacturing it is possible that during the loading of the septums that a needle can be inserted through the septum and cause leakage due to the grippers being misaligned. In-process controls are performed before the start of every shift to limit these defects from occurring. Without a physical sample available for investigation a definitive root cause could not be determined. H3 other text : see h.10.

Event description:
It was reported that during uses of the bd nexiva¿ IV catheter needle septum leaked blood. The following information was provided by the initial reporter, translated from chinese to english: the end of the needle septum leaked blood after successful puncture.